Event description:
A hospital in (B)(6) reported that some mr290v vented autofeed humidification chambers were cracked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in new (B)(4)for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Returned devices: (B)(4) x mr290v, lot 121214, date of manufacture: 14 december 2012. (B)(4) x mr290v, lot 130320, date of manufacture: 20 march 2013. Method: nine mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed that all nine chambers were cracked below one of the ports. Some residue was noted around the cracks. The print on the chamber was smeared on eight of the nine chambers. A lot check revealed no other complaints of this nature for lot 121214 and 130320. Conclusion: the nature of the cracking and the smeared print on the chamber dome indicates that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a solution containing alcohol. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. A fph representative is in the process of visiting the hospital to provide further training on the correct use of the mr290v humidification chamber. Our monitoring and trending of complaints involving cracked domes in mr290 chambers due to environmental stress cracking has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of december 2013.

Event description:
A hospital in (B)(6) reported that some mr290v vented autofeed humidification chambers were cracked during use. No patient consequence was reported.